Event description:
A user facility in a foreign country reported that four patients sustained retinal bleeding following treatments with a lumenis array laserlink. The treating physician reported they were monitoring the patients; however no permanent impairment was alleged.

Manufacturer narrative:
Lumenis investigated the reported event details contacting the treating physician directly to obtain further information about the event reports. The physician provided the treatment settings employed during the treatments. The treating physician stated they had used settings they have employed using a competitor scanner device to treat the patients. No patient data was provided by the physician. A lumenis technical specialist evaluated the performance function of the subject device concluding the system performed to manufacturer's specifications. Subject device malfunction is not the suspected root cause of the events reported. A review of subject device labeling found the following warning in the IFU: "warning - incorrect treatment settings can cause serious tissue damage. Therefore, it is recommended that you use the lowest acceptable treatment settings until you are familiar with the instrument's capabilities. Use extreme caution until you thoroughly understand the biological interaction between the laser energy and tissue." A lumenis medical director reviewed the reported treatment settings concluding the reported settings were aggressive and contradictory to common medical practice. Additionally, the medical director stated the treating physician erroneously selected treatment settings for a competitor device. Failure to follow subject device IFU for treatment setting selection is determined to be the root cause of the events reported.